Manufacturer narrative:
Section: h3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection confirms one of the cutting block post tabs has fractured off. The broken piece was not returned with the device. There are also burrs and gouges in the metal. The device shows signs of significant wear and use. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this device and failure mode. The action concluded that the event occurred due to the sawing process. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka surgery, the journey dcf ap fem cut blk 8 also broke off. As reported, the devices broke outside of the patient. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or further complications reported.